Event description:
Customer reported receiving an error alarm on the insulin pump. Customer also stated that the insulin pump experienced an unexpected restart. Customer's blood glucose reading at the time of the call was 349 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump was received with alarms due to broken solder joint on the interface board capacitor. No unexpected restart. The insulin pump has minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip, reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.